Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately one year after implant the patient developed a pocket infection. The implantable cardioverter defibrillator (ICD) was explanted and six days later the leads were explanted. During extraction of the right ventricular (rv) lead, use of a laser sheath was attempted however, the sheath could not be advanced due to slack near the superior vena cava (svc) coil. The rv lead was thus extracted using only the locking stylet. It was observed during the extraction procedure that the rv coil had unusual slack and there was damage to the insulation near the svc coil. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to melting, and the overlay tubing of the lead was extrinsically breached due to melting. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.